Event description:
It was reported a peritoneal dialysis (pd) patient experienced a breach in aseptic technique which resulted in peritonitis. The breach in aseptic technique was described as "it was speculated that the cause was due to careless operation". On an unreported date, the patient was treated with unspecified medication for the event. The patient hospitalization, patient outcome and action taken with pd therapy were not reported.it was not reported if the patient was retrained on the proper aseptic technique. No additional information was provided as the reporter declined follow-up.

Manufacturer narrative:
The peritonitis occurred on an unspecified date at the end of (B)(6) 2022. This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. Should additional relevant information become available, a supplemental report will be submitted.